Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2016. The customer reported their blood glucose was over 600 mg/dl at the time of incident. The customer reported the cause of the hospitalization was from diabetic ketoacidosis. The customer was treated with insulin by an IV for their blood glucose. The customer's current blood glucose was 87 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting did not find any issues with the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.